Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: inflammation/irritation: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. Anxiety - product/procedure: unable to observe as it is not related to the device. Seroma-late: unable to observe as it is not related to the device. Additional observations: observed deformation. Observed wear abrasion on the surface of the device. Observed brown particles on the surface of the device. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported left side "capsulectomy for histologic study and rule out lacg (alcl) because of periprosthetic seroma and baker grade iii." Device has been explanted and replaced with non allergan device.

Event description:
Healthcare professional reported left side "capsulectomy for histologic study and rule out lacg (alcl) because of periprosthetic seroma and baker grade iii." Device has been explanted and replaced with non allergan device.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture and seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii, and seroma-late visual analysis of the photographs identified: capsular contracture: unable to observe as it is a medical event that is not related to the device. Seroma: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Healthcare professional reported left side "capsulectomy for histologic study and rule out lacg (alcl) because of periprosthetic seroma and baker grade iii." Device has been explanted and replaced with non allergan device.